Manufacturer narrative:
Date of event was reported as multiple dates: cannot control bowels (B)(6) 2018; feeling stimulation down the leg (B)(6) 2018; cannot feel stimulation even after increasing/felt stim at 2.2v but not when increased (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient was having a hard time and could not control their ¿pooping¿. The family member also mentioned that the patient would ¿be stopped up and then pooping¿ and could not control it. The patient mostly had issues at night but also had some during the day. The patient had an CT scan done on their stomach and it showed everything was fine. They patient also took some medications to try and help. It was noted that it had been awhile since the patient went to their healthcare professional (hcp) and all of a sudden they started to have issues. The hcp had talked about adjusting it and trained a nurse to put in new programs. As an action taken, adjusting the stimulation was done. The patient did not feel the stimulation and, for a while, they felt the stimulation in their leg so the family member decreased it. The patient then started to have more issues with ¿pooping¿ so the stimulation was increased but they did not feel any stimulation. The reporter stated that they first switched from program 1 to program 2 and it would not let them increase as it showed they needed to turn the stimulation on. They turned the stimulation on. Using the programmer, it was determined that the stimulation was on (family member saw a lightening bolt) and felt it in the correct bike seat area. The sensation then went away so the family member tried increasing the stimulation but the patient felt nothing. They decreased the stimulation and the patient felt the stimulation at a lower level (which confused the reporter). The current setting was on program 2 at 2.2 volts. The family member was redirected to the patient¿s hcp to follow up if the changes made did not resolve. It was later reported that the patient was on program 2 at 5.10. The family member stated that the stimulation had been higher but the patient felt it in their leg. It was suggested that the stimulation be lower until the patient did not feel it down their leg. There were no further complications reported or anticipated..